Event description:
It was reported that a grade c dissection requiring an intervention occurred. The 3.0 mm x 30 mm target lesion was located in the left anterior descending vessel and had a moderate degree of calcification of 70% stenosis with timi flow of 3. The lesion was pretreated with the 2.5 mm x 20 mm nc emerge balloon. Post pre-treatment, a grade c dissection was discovered, and an interventional procedure was performed to treat the dissection with a 2.5 mm x 34 mm non-boston scientific drug eluting stent. Post additional intervention, the lesion achieved 0% residual stenosis and timi flow of 3.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.